Manufacturer narrative:
A reboot was performed, and the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that creaking and rebooting of geometry occurred during rail movement on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.